Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). The stent delivery system (sds) was returned for analysis. A visual and tactile examination found multiple kinking on the hypotube shaft. The hypotube was broken at 266 mm from the hub. This type of damage is consistent with excessive force being applied to the delivery system during device use/handling. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the stent found no issues with its profile. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The analysis identified hypotube kinking and a break. This type of damage is consistent with excessive force being applied to the delivery system during device use/handling. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 30-jul-2015. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified distal left circumflex (lcx) artery. An unspecified guide wire crossed the lesion, then balloon expansion was performed with a 2.0x20 non bsc balloon catheter. Subsequently, a 24 x 2.50 promus premier&#10244;rug eluting stent was advanced but failed to cross the lesion. The procedure was completed with a 2.5x26 non bsc stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.